Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported water was inside the air filter issue could not be determined, however, it is possible that the issue may have been the result of water vapor from compressed air condensing inside the air filter, causing water to accumulate inside the air filter or water entered through the air supply hose or the connection, causing water to accumulate inside the air filter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the replacement of the air water filter on the endoscope reprocessor, water was found inside the filter, and after draining the water and tightening the filter, water back flow occurred. The issue occurred during an unspecified procedure. There were no reports of patient harm.